Event description:
The manufacturer received information that a patient with a dreamstation auto CPAP device has passed away. The cause of death was not provided. There was no allegation that the device contributed to the death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information that a patient with a dreamstation auto CPAP device has passed away. The cause of death was not provided. There was no allegation that the device contributed to the death. The device was returned to the manufacturer and inspected. No errors were found; therefore, no components were replaced to correct a malfunction. The device passed all tests and was returned to stock.